Event description:
During the replenishing of the orthopedic implant trays, it was noted by the depuy company rep, that the distal appendage of the anterior corail / tri-lock (femoral impactor) had broken off of the impactor. Following a review of the pt's x-rays, it was observed that the broken portion of the impactor was retained with the femoral implant.